Event description:
It was reported that the patient came to the hospital with a high icp. A check of the valve showed, that it was not set to the appropriate performance level. The valve could not be readjusted and was explanted. The device was replaced with another valve.

Manufacturer narrative:
(B) (4). The device has been returned to the manufacturer and is currently under evaluation.